Event description:
It was reported that an x-ray showed an insulation break (apparent conductor fracture) and high threshold. It was also reported that the lead had low impedance in unipolar mode and intermittent muscle stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.